Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to incontinence. It was noted that the implanted aus had a leak and there was a hole in the cuff . The aus was replaced, and the patient is awaiting activation of the aus. No patient complications were reported.